Event description:
Customer initially called to inform us that 600-290 monopolar cable caught on fire while being used in the operating room burned on equipment end and did not harm the pt or staff. They are not going to be able to send product to us for eval. On (B)(6) 2012, risk mgmt reports via phone that the monopolar cable fire occurred on the cable 3" from the plug connector. On (B)(6) 2012 mgr, surgical services reports via phone that a laparoscopic umbilical hernia was being performed at the time. The jarit monopolar cable product number 600-290 was connected to a valleylab force 2 light source and a jarit roto-cam monopolar laparoscopic grasping forcep product number 625-105. Cauterizing tissue at the time of the event.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.